Event description:
It was reported that an ilet user experienced hyperglycemia after an infusion set was connected outside of the ilet, which led to an infusion set failure, a leaky cartridge, and difficulty connecting the ilet to the app; education was provided on correct infusion set deployment, timely meal announcements at the start of meals, and avoiding overtreatment of lows. Symptoms included elevated blood glucose up to 300 mg/dl for approximately eight hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included transient hyperglycemia without hospitalization or long-term harm. Investigation included complaint intake, review of the reported setup process, and troubleshooting with user education. Investigation of this case revealed user setup error resulting in improper infusion set attachment and cartridge leak, which is consistent with infusion set and cartridge component issues and device communication difficulties secondary to the setup error. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to improper installation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.